Manufacturer narrative:
Device was initially received for the complaint that a cassette not attached error occurred. During investigation found a degraded/damaged dso seal. This malfunction makes the event reportable. Review of event log/alarm history found that there were no errors related to the customer complaint. The review of service history found that were not services reported previously. The visual and functional testing were performed. The complaint was replicated, and the probable root cause was the downstream damaged. The downstream occlusion (dso) sensor was replaced. Performance verification testing was performed. The device passed all testing after repair.

Event description:
It was reported that a cassette not attached error occurred and the event happened during testing. During investigation found a degraded/damaged dso seal. This malfunction makes the event reportable. There was no patient involvement.